Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs or deviations associated with the reported problem. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent auto off alarms. Customer had elevated blood glucose (bg) levels reaching approximately 300 mg/dl. Customer delivered a bolus to address elevated bg levels. The customer requested the auto off safety feature be turned off. Tandem technical support guided the customer through turning the safety feature off.